Manufacturer narrative:
Device was not implanted with no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was excessive leaking from valve of precision sheaths. It was reported that the patient was not injured as a result of valve issue.